Event description:
A seven year old female patient had an uneventful tonsillectomy and adenoidectomy under general anesthesia. Upon arrival to the recovery room the patient was still intubated and was having spontaneous respirations. The patient's oral endotracheal tube was connected to the oxygenator device in question and connected to an oxygen flowmeter at a rate of 10-15 l/min. The nurse and mda were at the bedside. Within a very brief period of time the nurse perceived that sometihing was wrong with the patient's face and alerted the mda. The mda noted that the patient had subcutaneous emphysema of the face and neck and immediately disconnected the oxygenator - it was noted to come off in an explosive manner. At this time the patient was not breathing on her own so the mda gently assisted venetilation with an ambubag. It was suspected and confirmed that the patient had sustained bileteral pneumothoraces. A surgeon was summoned and chest tubes were placed which improved ventilating capability. The patient subsequently sustained cardiac difficulties and went into cardiac arrest. Extensive resusitation measurement were implemented without response. The patient was pronounced dead after approx. 2.5 hours of resuscitative effortsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.